Manufacturer narrative:
Internal file number: (B)(4). Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. The investigation was unable to determine a cause for the reported difficulties. The information was reported through a research article and there were no case specific details provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Reference exemption number e2019001.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. Estimated date of implant. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported through a research article identifying supera self expanding stents that may be related to stent compression, elongation and invagination. This article summarizes clinical outcomes of 46 patients that were treated with abbott devices. Details are listed in the attached article, titled "impact of implantation defects on intermediate outcome of supera stent for popliteal artery stenosis".